Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fails incoming functional testing) has been confirmed. Upon investigation the monitor delivered a 169 j pulse. The cause for the failure was isolated to flux contamination on j1002aa on the defibrillator pca and j1002bb on the computer/analog board. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming functional testing.